Event description:
According to the op report this valve was explanted due to endocarditis. Intraoperatively, the aortic valve was mostly dehisced in the area of the right coronary sinus. The valve was carefully examined and explanted and an aorto left atrial fistula was repaired with pledgeted sutures. A 23afhpj-505 was implanted and the pt was sent to the recovery room in critical, but stable condition. The explanted valve was sent to pathology. Specimen showed small fragments of valvular material showing myxoid degeneration, and fibrinous exudate with focal polarizable foreign body giant cell reaction; focal acute inflammation and gram stain was negative for bacteria. Per doctor's office, following day the pt expired.